Manufacturer narrative:
Investigation: on (B)(6) 2024, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported s. Aureus as detected. The biofire bcid2 panel was positive for s. Aureus and mrej but negative for meca/c, resulting in a not detected result for 'meca/c and mrej (mrsa).' Note that the biofire bcid2 panel will only report a detected result for 'meca/c and mrej (mrsa)' if s. Aureus, mrej, and meca/c assays are all positive. Due to the biofire bcid2 panel result, the patient's appropriate treatment was stopped until mrsa was recovered from urine culture the next day. No serious injury or death was reported. Biofire's investigation into this event is ongoing and further information has been requested from the customer. The full investigation and associated conclusions will be provided in the supplemental report. No remedial action, corrective action, preventive action, or fsca has been deemed necessary at this time. Conclusion: investigation ongoing.

Event description:
Summary: a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel occurred on (B)(6) 2024, after testing a patient blood culture sample. Due to the biofire bcid2 panel result, the patient's appropriate treatment was stopped until mrsa was recovered from urine culture the next day. No serious injury or death was reported. Biofire has requested further information from the customer and is currently investigating this event. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time.

Manufacturer narrative:
Investigation: on (B)(6) 2024, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported s. Aureus as detected. The biofire bcid2 panel was positive for s. Aureus and mrej but negative for meca/c, resulting in a not detected result for 'meca/c and mrej (mrsa).' Note that the biofire bcid2 panel will only report a detected result for 'meca/c and mrej (mrsa)' if s. Aureus, mrej, and meca/c assays are all positive. Due to the biofire bcid2 panel result, the patient's appropriate treatment was stopped until mrsa was recovered from urine culture the next day. No serious injury or death was reported. Biofire's investigation into this event is ongoing and further information has been requested from the customer. The full investigation and associated conclusions will be provided in the supplemental report. No remedial action, corrective action, preventive action, or fsca has been deemed necessary at this time. Update for follow-up report: biofire is still investigating this event in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report. Conclusion: investigation ongoing.

Event description:
Summary: a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel occurred on (B)(6) 2024, after testing a patient blood culture sample. Due to the biofire bcid2 panel result, the patient's appropriate treatment was stopped until mrsa was recovered from urine culture the next day. No serious injury or death was reported. Biofire has requested further information from the customer and is currently investigating this event. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time. Update for follow-up report: biofire is still investigating this event in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report.

Manufacturer narrative:
Investigation: the patient was a 58-year-old female with clinical symptoms of leukocytosis (wbc 24.1 on admission), fever (temperature max 101 on admission), and urinary retention. The customer stated that the patient also had a complicated clinical picture with hiv+ with a history of non-compliance and recurrent cryptococcal meningitis. On (B)(6) 2024, treatment with cefepime/vancomycin was initiated for the patient. On (B)(6) 2024, gram-positive cocci were observed on gram stain. On (B)(6) 2024, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported s. Aureus as detected. The biofire bcid2 panel was positive for s. Aureus and mrej but negative for meca/c, resulting in a not detected result for 'meca/c and mrej (mrsa).' Note that the biofire bcid2 panel will only report a detected result for 'meca/c and mrej (mrsa)' if s. Aureus, mrej, and meca/c assays are all positive. On (B)(6) 2024, the patient's treatment with cefepime/vancomycin was changed to cefazolin. On (B)(6) 2024, mrsa was recovered from the urine culture. The patient's treatment with cefazolin was changed back to vancomycin. Due to the biofire bcid2 panel result, the patient's appropriate treatment was stopped until mrsa was recovered from urine culture the next day. The final diagnosis of the patient was mrsa bacteremia likely due to left arm intramuscular abscess/cellulitis. No serious injury or death was reported. In house investigation: the customer provided additional run files to review instrument and pouch performance. Upon review, the pouch anomalies had been observed solely on filmarray 2.0 instrument (serial number # (B)(6)). The instrument was requested for service, however, upon completion of service the root cause of the false negatives could not be identified, as the service team was unable to reproduce the customer's discrepancy. A total of 60 biofire bcid2 panel pouches were also tested on the filmarray 2.0 instrument (serial number # (B)(6)), where all target assays on the biofire bcid2 panel were expected to be positive. The objective of this test was to determine if the issue could have occurred intermittently. The additional testing was completed on (B)(6), 2024, however, the pcr signatures leading to false negative results observed at the customer site were not observed in any of the biofire bcid2 panel runs. Conclusion: the investigation concluded that the most likely cause for the false negative mrsa result on the biofire bcid2 panel was a pouch anomaly, however, the root cause of the pouch anomaly is unknown. The customer was provided a replacement instrument (serial number # (B)(6)) on (B)(6) 2024 and has not reported any additional false negatives. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. The pouch qc records for lot# 33qu23 were reviewed and passed all qc metrics indicating it was manufactured within specification. Currently, no similar complaints from other customers using pouch lot# 33qu23 have been received.

Event description:
Summary: a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel occurred on (B)(6) 2024 after testing a patient blood culture sample. Due to the biofire bcid2 panel result, the patient's appropriate treatment was stopped until mrsa was recovered from urine culture the next day. No serious injury or death was reported. The investigation concluded that the most likely cause for the false negative mrsa result on the biofire bcid2 panel was a pouch anomaly, however, the root cause of the pouch anomaly is unknown.